Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/repair of an organ punctured by essure device/migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("severe migraine"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles") and device dislocation ("migration of essure device"). The patient was treated with surgery (hysterectomy, salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, migraine, menometrorrhagia and device dislocation outcome was unknown. The reporter considered device dislocation, menometrorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ repair of an organ punctured by essure device'), device breakage ('fragments of essure coils'), device dislocation ('migration of essure device') and menometrorrhagia ('protracted/ irregular bleeding/menstrual cycles') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, ovarian cyst, paratubal cyst and endometriosis. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe chronic pelvic pain") and migraine ("severe migraine"). The patient was treated with surgery (endometrial ablation and hysterectomy, bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, device dislocation, menometrorrhagia, pelvic pain and migraine outcome was unknown. The reporter considered device breakage, device dislocation, menometrorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2018. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/repair of an organ punctured by essure device/migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("severe migraine"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles") and device dislocation ("migration of essure device"). The patient was treated with surgery (hysterectomy, salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, migraine, menometrorrhagia and device dislocation outcome was unknown. The reporter considered device dislocation, menometrorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/repair of an organ punctured by essure device/migration of essure device'), device breakage ('fragments of essure coils') and menometrorrhagia ('protracted/irregular bleeding/menstrual cycles') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia, ovarian cyst, paratubal cyst and endometriosis. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("severe migraine") and device dislocation ("migration of essure device"). The patient was treated with surgery (endometrial ablation and hysterectomy, bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device breakage, menometrorrhagia, pelvic pain, migraine and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation, menometrorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2018. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Event added: device breakage . Reporters, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.